Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, non-sustained rv oversensing episodes were observed. It was noted that the device was oversensing the patient¿s left ventricular assist device (lvad). Programming changes and induction testing were suggested. No patient symptoms were reported.